Event description:
Device received for routine repair for motor stall error code, and while in service, depot was noted to have damage from fluid ingress on the occluders and other areas of the bezel assembly. On exam, occluders were noted to not spring back quickly when pressed, and sticky brown residue was found on the occluders. Root cause identified as leak between the membrane frame and bezel assemblies.